Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced the infusion set bent cannula on (B)(6) 2026 due to not had sufficient subcutaneous tissue where set was inserted which leads to high blood glucose levels upto 384 mg/dl and was treated by insulin injection and by changing the infusion set.